Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer experienced low blood glucose levels and the sensor did not give any alarms. It was stated that the customer had to call the paramedics for assistance due to the low blood glucose levels. Nothing further was reported.